Event description:
It was reported to philips healthcare that the heartstart xl+ was defective noting the device displayed a "not ready" message on power on with an alarm tone and a red cross in the ld display. There was no reported patient involvement and/or impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.